Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the surgeon was drilling using 542110 through the targeter. The drill bit broke inside of the tibial canal attempting to drill through the far cortex."